Event description:
The patient reported high blood glucose levels. Despite troubleshooting over the telephone, the insulin delivery remained very low and did not match the programmed basal rate or their recorded bolus. The time and date were correct. The most recent alarm had been an occlusion alarm the previous day, which resolved. Their site had been changed. Bg levels were still in the 500's. They will continue with injections.